Event description:
The complainant had an impella rp flex and intra-aortic balloon pump (iabp) patients condition deteriorating so the team made the decision to replace the iabp to an impella cp. The patient was brought to the cathrterization lab for the exchange. Upon advancing the impella into the ascending aorta and prior to crossing the aortic valve, the patient became unstable, mean artierial pressure dropped into the 40's and the patient became bradycardic. Multiple rounds of epinephrine and bicarbonate were given. During the loss in blood pressure, the medical doctor (md) attempted to advance the impella into the left ventricle (lv) to initiate support. The patient¿s descending and ascending aorta were noted to be very torturous and the md was unable to advanced the impella into the lv far enough to initiate support due to the impella catheter buckling in the descending aorta. The patient continued to be unstable. The decision was made to use a single access to place the 7 french sheath and to use a jr4 catheter with a stiff wire to help straighten the tortuous anatomy. When the jr4 and wire were in the ascending aorta, the md was able to easily advance the impella into the lv without resistance or difficulty. The jr4 and wires were removed and support was initiated on auto with flows 0.2-0.4 liters per minute with map in the 40s. Multiple rounds of epinephrine and bicarbonate were continued to be given. Continuous suction alarms occurring on auto and the patient was taken out of auto mode to p8. There continued to be suction alarms so the p-level was then reduced to p6. Suction was intermittently resolved until the patient's heart rate and mean arterial pressure dropped again. They wer unable to stabilize the patient with continuous suction alarms on the impella cp. The md requested a stat echocardiogram to assess the impella and for possible effusion. Upon arrival, the echocardiogram revealed the pigtail of the impella cp through the left ventricle wall and a large pericardial effusion was present. The decision was made to place a pericardial drain. Initially, the md drained 200 cubic centimeters of blood and then hooked to a vacutainer. The vacutainer continued to fill up and the decision was made to hook a pericardial drain via a 3-way stopcock directly to the patient¿s central line to be able to give back blood the md was pulling out of drain. Emergent blood was ordered and also given. The effusion would not stop draining and after pulling and giving back over a liter of blood, it was determined by the team that it was not going to resolve. The team spoke with family and the decision was made to not escalate care from that point on. The patient was made do not attempt resuscitation and was taken back to intensive care unit (ICU) with the catheterization lab team and ICU nurses. Upon arrival to unit, the patient expired on impella rp flex and impella cp support shortly after.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Impella cp with smartassist system with smartassist for use during cardiogenic shock section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿